Event description:
A neuron 070 was being placed in the internal carotid artery using a .038 amplatz exchange wire, through a 6f cook sheath. As the physician was attempting to access the ica at the ec/ic bifurcation, the neuron slipped back when the physician removed the exchange wire. As he attempted to advance a new .035 glidewire, he felt resistance. The physician panned down and noticed that the neuron had folded over on itself and kinked at the top of the aorta. The neuron was removed and a second neuron was successfully placed and the case was completed without incident.

Manufacturer narrative:
Technical eval: the device showed a flat marker band and a flat 1 cm long section 13 cm from the tip. Two kinks were noted: one distal at 13 cm from tip and one at the mid section 45 cm from the hub. Visual inspection of the distal kink at 13 cm from the tip device shows a large separation between the coils; the coils appear to be compressed on one side. Visual inspection also shows delamination of the liner at the distal flexible zone transition. The delamination of the liner blocked the inner lumen and stopped the movement of the wire passed the delaminated location. Delamination also releases the coils and creates a gap on the lumen, this gap didn't have the support, rigidity and flexibility provided by the coils thus exposing the device to weaken and kink easily. The kink at the mid section and the flat sections at the tip most likely were inflicted during return of penumbra because of the packaging condition upon return. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. (B)(4). Part# 1626-03/a. Neuron dc 070 105 cm x 8cm, shaped tip. Lot# f13971 (same as l13971). Coils sub assemblies: pn 1605 (l13876, l13884, l13885). Qty: 1. A review of the device history record (DHR) was completed on part# 16260-03 / a, (lot# l13971). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13971) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. Three lots of coils pn 1605 (l13876, l13884, l13885) are used to manufacture lot# l13971; the coils are 100% inspected for visual and dimensional measurements. The DHR review of the coils indicated the following: l13876 has (B)(4) rejects for visual and dimensional inspection. L13884 has (B)(4) reject for visual inspection. L13885 has (B)(4) rejects for visual and dimensional inspection. All parts that failed visual inspection or dimensional inspection have been rejected segregated and all subassembly parts released met specifications. The parts released in this lot met process requirement.